Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer stated they have ongoing concerns with stopcock failures. No product available for return. Per (B)(4) rev 09 risk analysis spreadsheet - eds 3 external drainage system hazard 4.32 - stopcocks: drainage path blocked effect (harm): underdrainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further review of investigation details to be carried out.

Event description:
Nt821731c - evd stopcock broke, unable to drain csf without using a hemostat or wrench to empty drain. No patient injury.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section d4. - included expiration date. Update to section h4- included manufacturer date. Device history record review: unit passed all tests with acceptable results. Sterile date of product - 22 mar 2024. Complaint history review/trend analysis: 20 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation. It is not clear how the stopcock was broken or became clogged; drains are required to pass all testing prior to qa release. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: no device returned; unable to determine.

Event description:
Nt821731c evd stopcock broke, unable to drain csf without using a hemostat or wrench to empty drain. No patient injury.